Event description:
During service by baxter, the device failed accuracy test with underdelivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/- 5%. Evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective pumphead, causing the inaccuracy. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.